Event description:
It was reported that during a da vinci hysterectomy, a metal piece of the monopolar curved scissors instrument was observed on the video screen to have broken off. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering observed one scissor blade (left grip) to be broken. The blade fractured at the cross section of the grip cable crimp and the fracture plane is nearly straight. Half of the cable crimp is exposed. Electrical continuity passed. No other damage found.